Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device is exhibiting behavior consistent with a premature battery depletion (pbd). A technical service consultant was asked to review device disk analysis. Ts confirmed device is depleting prematurely and recommended a device replacement in the near future. This device remains implanted., no adverse patient effects were reported. New information was received indicating that this device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is not expected to be returned, disposed of at the facility.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device is exhibiting behavior consistent with a premature battery depletion (pbd). A technical service consultant was asked to review device disk analysis. Ts confirmed device is depleting prematurely, and recommended a device replacement in the near future. This device remains implanted., no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.